Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately after replacing an original implantable neurostimulator (ins), impedance readings were showing 36 ohms on combination 0/3 on the new ins. There was no short circuit when the original ins was implanted three days earlier. The lead and ins connector block were disconnected and cleaned, but still showed a short. The surgeon implanted the ins because the chance of using the combination showing the short circuit was low. There were no issues from the surgery. See MFR report #3004209178201107528 regarding issues with the original ins. See MFR report #s 3007566237201107530 and 3007566237201107531 regarding issues with the leads that were implanted prior to the original ins and resulting hospitalization.